Event description:
The manufacturer received information alleging 02 regulated error occurred. There was no harm or injury reported. The device was evaluated by the manufacturer and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.